Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The target lesion was located in the right coronary artery. The 3.00 x 12 mm promus element stent delivery system (sds) was selected and advanced to the target lesion. There is was noticed that the stent was coming off the balloon. The stent remained on the sds, the device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device revealed that the stent was correctly attached, however, stent damage was noted. A number of struts throughout the stent were raised and misaligned. A visual and microscopic examination also identified severe kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The target lesion was located in the right coronary artery. The 3.00 x 12 mm promus element stent delivery system (sds) was selected and advanced to the target lesion. There is was noticed that the stent was coming off the balloon. The stent remained on the sds, the device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.